Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the pta balloon allegedly detached form catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported balloon detachment. The definitive root cause for the reported balloon detachment could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2023), g3 h11: h6 (result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached form catheter. There was no reported patient injury.